Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleged the insulin pump was over-delivering. The customer received emergency medical assistance due to low blood glucose of 1.7 mmol/l. The customer was not admitted to the hospital and treated their low blood glucose at the house. The reservoir will not be returned for analysis.